Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during the post operative check, patient experienced loss or failure of implant to integrate healing cap was loose, so it was removed and bone graft was placed.